Event description:
The pt called lifescan and alleged the one touch ultra meter was displaying error 2. They had felt sweaty and shaky and then tested with the error 2 result. Their previous reading was 8 hrs prior at 140 mg/dl. A medical prof was contacted for advice. No treatment given. No action taken by the pt following attempted use of the meter. The customer care rep performed troubleshooting and the message still appeared. Based on the info obtained from the pt, there is indication the product malfunctioned, however no indication the product led to a serious event. The pt had symptoms prior to testing, did not retest, and no treatment was given. The meter and test strips were replaced and return expected.